Event description:
Additional info from the health care professional reports the pt's target vessel was heavily calcified, non-tortuous, and 90% stenosed. The pt is being treated medically and is clinically well, asymptomatic.

Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt had an aneurysm at the stent. The physician implanted a taxus express2 3.0 x 16 mm drug eluting stent into the pt's left anterior descending (lad) artery in 2004. About two months later the pt returned to the cardiac catheterization lab with chest pain. When the physician looked at the lad it was noted there was an aneurysm the length of the stent.